Manufacturer narrative:
This follow-up report is being filed to relay product is not available to be returned for evaluation.

Manufacturer narrative:
This follow-up report is being filed to note that this information is also reported on 1825034-2015-03662 & 03663.

Manufacturer narrative:
The user facility is outside the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reportedly available for evaluation; however, it has not been received by biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain, armd and elevated metal ion levels.